Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, the patient presented with pain. A revision was done and the cage was removed and replaced with a new one. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.